Event description:
It was reported that balloon detachment occurred. The target lesion was located in the right marginal arteries. A 2.50mm x 12mm emerge balloon catheter was advanced into the left circumflex artery for dilatation. However, upon inflation, the balloon did not inflate and when the device was removed, it was noted that the balloon was detached. The procedure was completed with another of the same device. No patient complication were reported.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 04:31 pm CT. The report number is being corrected from: 2134265-2018-64505 to: 2134265-2018-63629.

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the right marginal arteries. A 2.50mm x 12mm emerge balloon catheter was advanced into the left circumflex artery for dilatation. However, upon inflation, the balloon did not inflate and when the device was removed, it was noted that the balloon was detached. The procedure was completed with another of the same device. No patient complication were reported. Returned product consisted of the proximal portion of the emerge balloon catheter. Only the hub and 77.5cm of the hypotube were returned for analysis. Portion of the hypotube, midshaft, distal shaft, balloon, markerbands and tip were not returned for analysis. The hypotube was visually examined. There was a complete hypotube separation 77.5cm distal of the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported event, as the distal portion of the emerge was not returned for analysis.